Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that occlusion alarms occurred. Tandem customer technical support assisted customer with changing the pump supplies and customer successfully resumed insulin therapy. Reportedly the customer is using cold insulin. Tandem technical support informed customer that using cold insulin, is off label per the user guide. Customer¿s blood glucose (bg) level was 180-200 mg/dl.